Event description:
It was reported, a pt underwent a surgical procedure of osteosynthesis due to a per/under trochanteric fracture of the femur and proximal diaphisis of the right femur on (B)(6) 2011. During the surgical procedure, the surgeon fixed the nail with a fluoroscopic guide, open reduction and stabilization with 3 metallic cerclages. The surgeon used a local regional anaesthesia. Time of the procedure 90 minutes. After 5 months, the pt experienced severe pain and went to the hospital. The pt was admitted in orthopaedic emergency on (B)(6) 2012, after an examination at the hospital the surgeons reported a fracture of the nail. Pt was revised on (B)(6) 2012. The nail was explanted.

Manufacturer narrative:
It is not known at this time if the device is available for evaluation. Once the investigation has been completed any additional information will be reported in a supplemental report.